Event description:
A publication regarding 3 cases of capsule aspiration. First case is a (B)(6) man with suspected obscure gastrointestinal bleeding, history of ethanol induced cirrhosis, chronic pancreatitis, and chronic obstructive pulmonary disease (copd). Other than demonstrating small non-bleeding gastric varices, several upper gi endoscopies and colonoscopies were unhelpful. At the time of capsule endoscopy, although the patient appeared frail and undernourished there was no history of dysphagia. The patient remained asymptomatic but the "real-time viewer" showed aspiration of the capsule into the bronchial tree. Capsule was retrieved. Second case is a (B)(6) man with copd and persistent iron deficiency anemia. Egd, colonoscopy and abdominal CT scan were unremarkable. Capsule ingestion resulted in brief coughing and rtv images confirmed aspiration. The capsule was retrieved under an endoscopy procedure. Another capsule was then deployed into the duodenum. The third case involved an (B)(6) man with recurrent ida and negative egd and colonoscopy. He described a fleeting choking sensation during ingestion of the capsule, but otherwise remained asymptomatic. Rtv images confirmed capsule aspiration. The capsule was retrieved with large crocodile grasping forceps.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contraindicated for use in patients with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre-procedure testing and profile. Diagnostic tools are available to physicians to assess patients before administration of the pillcam sb capsule including the agile patency system, CT enterography, or mr enterography. Although the patients had no known history of swallowing problems and the capsule ingestion was uneventful. One may suspect, however, that the patient does indeed have a swallowing problem, if he did aspirate the capsule without any coughing or gagging. Swallowing disorder is a recognized contraindication to the use of capsule endoscopy. The article was published as: (B)(4).